Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and found the external pedal switch system was to blame for the errors. The fse replaced the dual foot pedal to resolve the issue. The dual foot pedal was a scrap item and will not be returned to isi. The system was tested and verified as ready for use. Although the complaint was not confirmed by failure analysis since the dual foot pedal was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a nurse, called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report an issue that occurred last (B)(6) 2025. The customer informed that while using an endowrist shears instrument with the dual monopolar external foot pedals, everything was working normally. However, then a message appeared indicating that the foot pedal was firing the cut function when the surgeon was not activating the cut function. The customer removed the green monopolar energy cord, but the message kept appearing on the erbe generator. The customer then unplugged the external foot pedals from the back of the erbe generator and continued with the procedure. The case was completed as planned with no patient injury. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided since the product was not returned for failure analysis to be performed. There is no risk associated with the alleged failure mode. Sticky foot pedal would not impede the continuation of a da vinci robotic procedure.

Event description:
Refer to h11 for follow-up information.